Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. In addition, it was reported that the customer could not get the cartridge to "line up on the guide tracks to attach to pump." Customer loaded a new cartridge to address both issues. Customer's blood glucose was 180 mg/dl.